Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly on the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Device history records were reviewed with no deviations or anomalies identified. Visual inspection of the returned articular surface identified that the dovetail locking mechanism is flared. The articular surface was autoclaved prior to being returned; therefore, an accurate dimensional analysis could not be performed. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The flared dovetail is likely a result of removal of the articular surface once inserted; therefore, a definitive root cause cannot be determined.